Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, it was noted that when extending the right ventricular lead helix, it would not deploy smoothly. The physician felt that it would "jump out". The lead was not used and was replaced. Patient was fine before, during, and after the procedure.